Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4076-45 lead, (B)(6) 2013. A 6947-55 lead: 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was reprogrammed due to diaphragmatic stimulation. The lead remains in use. No patient complications have been reported as a result of this event. Patient is enrolled in the product surveillance registry clinical study.